Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 51 mg/dl. Reportedly, the customer is going through puberty and runs track. Customer drank juice to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.